Event description:
Customer reported pt was on I pump for pain control. When pump discontinued, volume remaining led staff to believe that pump had infused more medication than programmed to deliver. Pt did not experience or exhibit any signs of harm. No pt injury has been reported at this time.

Manufacturer narrative:
Device has not been received for eval. Biomed tech at customer's facility has evaluated the pump and was not able to confirm the overinfusion. Similar incidents have been received for this product code. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.